Event description:
The patient underwent surgery to have their vns device removed. The explanted generator and lead were received and product analysis is still underway.

Event description:
Product analysis was conducted on the explanted generator. In the product analysis lab, the device output signal was monitored for more than 24-hrs, while the pulse generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. There were no performance, or any other type of adverse condition found with the pulse generator. Product analysis is still underway for the lead.

Event description:
Product analysis was conducted on the explanted lead. Note that since the electrode array section was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. With the exception of the observed tear at electrode bifurcation split area, and the surface cut at bifurcated tube, the condition of the returned lead portion is consistent with conditions that typically exist following an explant procedure. Based on the findings in the product analysis lab, there are no anomalies identified with the returned portions of the device.

Manufacturer narrative:
H3 device evaluated by MFR? , corrected data: follow-up report #2 inadvertently left blank. H6 adverse event problem codes, corrected data: follow-up report #2 inadvertently left blank.

Manufacturer narrative:
Device evaluation is not necessary because the reported event has been determined as not related to vns therapy.

Event description:
Patient experienced generator migration which caused discomfort and was referred to surgery to have a generator replacement their device explanted. No known surgical intervention has occurred to date. No other relevant information has been received to date.